Event description:
It was reported that during a rotator cuff /decompression procedure, the pump started to "rev up" and made an unusually loud audible noise. Surgeon complained that the pressure was too high. The rep in the case decreased the pressure per the surgeon and the noise stopped for a short time until the pressure began to build again. The pump was then shut-off and turned back on again, but this did not help as it kept running at high pressures. The pump and tubing were replaced, the case was complete. The patient`s shoulder was severely inflated. Patient had a nerve block for procedure and was kept overnight to monitor for compartment syndrome, or any other issues (pending nerve block to wear off). Patient was released the next evening with no injury noted. The tubing was inspected by staff for kinks, knots and obstruction but nothing was found

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record revealed nothing relevant to this event. Preliminary evaluation of the pump revealed no problems found, pump tested properly according to specs. The complaint could not be confirmed. Tubing set was not returned for evaluation. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is operating room procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.